Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient implanted with the subject defibrillator died on (B)(6) 2018 following cardiac arrest or cardiorespiratory arrest. It was reported that the patient's death is not device related. The device will not be returned for analysis.